Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water was immersed from the part of the cable damage, and the communication failure is generated causing the image to temporarily not display. The event can be prevented by following the instructions for use which state: "do not re-process or store this product with tweezers, forceps, scalpels, etc. Doing so can cause holes in the camera cable, which could damage the electrical circuit inside the product due to water leakage. Do not hit or drop the product. Water leakage may damage the electrical circuits inside the product." Olympus will continue to monitor field performance for this device.

Event description:
The customer returned a hd camera head to olympus, stating that the device was displaying a message to reconnect. The issue was resolved after reconnection. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the following are the findings: image display error when using image disappears, cable scratches, switch discoloration, main body discoloration, scope mount corrosion, broken connector, imaging flooding and cable flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.